Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl. Customer states the screen went blank, and they changed battery and still does not work. The customer declined to troubleshoot for blank display. Display is blank. The insulin pump will be returned for analysis.